Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter extension set leaked blood. It was further reported that the leak was from the bonded section; a crack was noted at the junction of the bonding to the tubing. This was identified during cannula insertion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.